Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found however a visual inspection revealed that the helix was distorted/bent.

Event description:
It was reported during the implant procedure that the lead was not used due to unacceptable thresholds. The lead was not implanted. No patient complications have been reported as a result of this event ((B) (6) 2010 (B) (4)).